Manufacturer narrative:
(B)(6).

Event description:
It was reported a perforation and pericardial effusion with tamponade occurred. Procedure summary: a left atrial appendage (laa) closure procedure was being performed. There was good posterior and inferior position for the transseptal puncture (tsp), but the septum was floppy. There was strong tenting to the septum during crossing and a big jump of the tsp needle/sheath occurred. The echo physician saw the tsp needle/sheath at the laa ostium going into the distal end of the laa. Imaging was performed and at this time there was no evidence of pericardial effusion. The watchman truseal access system was positioned in the laa a 27mm watchman flx laa closure device was advanced and deployed. The release criteria were met, so the closure device was successfully released. Sometime during the deployment or after, a pericardial effusion was observed. The patient still had good pressure (130/80) and a stable electrocardiogram. The physician punctured the pericardium and drained the 7mm pericardial effusion. One liter of blood was drained from the patient and re-infused. About 45 minutes later, the pericardial effusion grew to 1.5 cm and cardiac tamponade occurred. The patient's blood pressure lowered to 60/40 and the heart team was called. Cardiac surgery was performed and a distal hole at the end of the laa was found. The physician believes this hole was the result of the tsp needle jumping when crossing the septum. The patient was transferred to the intensive care unit under stable condition. The patient remained in stable condition and was later transitioned to a normal observation room.